Manufacturer narrative:
The field service engineer (fse) found the reference electrodes were due to be replaced. The fse replaced the electrodes and conditioned the ise unit. The customer last performed calibration on 16-aug-2021 with acceptable results. Qc results were provided, but no target ranges were provided. Abnormal aspiration alarms were observed on the alarm trace data. These alarms suggest possible poor sample quality. The customer has had no further issues since the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned results for multiple patient samples tested for ise indirect na+ for gen.2 on a cobas 8000 ise module. The customer received moving average warnings for na+ and repeated approximately 50 patient samples. The customer provided examples of results for 4 patient samples. The results for 2 patient samples were discrepant. The initial result for sample "#3" was 141.9 mmol/l. The repeat was 147.0 mmol/l. The initial result for sample "#4" was 133.6 mmol/l. The repeat was 138.9 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The na+ electrode lot number was p56 with an expiration date of 21-may-2022.